Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, the balloon burst while it was being inflated. The procedure was successfully completed. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.